Manufacturer narrative:
Elecsys hiv duo, anti-hcv g2 elecsys, and elecsys hbsag ii assay specificity tests were performed, and the results were acceptable. The investigation reviewed the analyzer's log, which showed multiple sample quality-related alarms. Elecsys hiv duo product labeling states: "interpretation of the results main result hivduo. Numeric result - coi >/= 1.00 result message - reactive. Interpretation/further steps - reactive in the elecsys hiv duo assay. All initially reactive samples should be redetermined in duplicate with the elecsys hiv duo assay. Redetermination of samples with an initial coi = 1.00 can be performed automatically." For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination, and other findings. The investigation did not identify a product problem.

Manufacturer narrative:
The cobas e 801 analytical unit serial number (B)(6). The investigation reviewed the analyzer log, which showed multiple sample quality alarms. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys hiv duo, anti-hcv g2 elecsys, and elecsys hbsag ii assay results from multiple patient samples tested on the cobas e 801 analytical unit. This medwatch is for the elecsys hiv duo. Please refer to the medwatch with the patient identifier a1: (B)(6) for the anti-hcv g2 elecsys assay. (B)(6) for the elecsys hbsag ii assay. The reporter provided the following results for two patient samples: the initial hiv, anti-hcv, and hbsag results from the analyzer were all positive. The repeat anti-hcv and hbsag results from the support laboratory, which uses the chemiluminescent immunoassay (clia) method, were negative. The repeat hiv results from the support laboratory, which uses the "blot" method, were negative. The confirmed results were negative.